Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, positioning difficulties were encountered. The stent was unable to cross the lesion. Stent dislodgment occurred when attempting to deliver to the lesion. The device was inspected prior to use and negative prep was performed with no issues. The lesion being treated was moderately tortuous and moderately calcified located in the ostium proximal left main (lm) coronary artery circumflex (cx) artery with 80% stenosis. The lesion was pre-dilated. The device passed through a previously-deployed non-medtronic stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. Excessive force was not used during withdrawal of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the dislodged stent was removed from the patient without any difficulties. Image analysis: one still image was received for analysis. Image depicts a dislodged stent. Deformation is evident to the stent. Correction: the lesion being treated was in the ostium of the left main (lm) artery and the proximal circumflex (cx) artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.